Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was found unresponsive and her blood glucose was at 28 mg/dl. Her husband gave her a glucose shot. Troubleshooting was performed with the customer's insulin pump. The insulin level displayed on the status screen matched the amount of insulin in the reservoir. While reviewing bolus history, it was found that the customer gave two different boluses 17 minutes apart from each other for 5.9 units and 5.0 units, respectively, when her blood glucose was at 130 mg/dl. Nothing further was reported.